Manufacturer narrative:
(B)(4). This report of a leak was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center regarding solution from one of the supply bags filling into the other supply bag during fill 1 of therapy on the homechoice (hc). The hp stated the bag looked like it would pop. The technical service representative (tsr) assisted the hp with ending therapy on the cycler and advised her to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.